Event description:
The pump reportedly administered pca doses without patient request. The pump was programmed for morphine 1mg/ml, pca dose of 1.5mg with a 7 minute patient lockout and a 30 mg 4 hour limit. The device had been off for a an unspecified amount of time while the nurse changed out the pt IV lines. The pump was then reattached to the pt line. The pt had recently received a dose of fentanyl and the nurse noted that she was sleepy. Therefore, the rn did not give the bolus pendant to the pt, it was placed on top of the device. While the nurse was still in the room, she heard the device "beep like it does when a dose is requested." She reportedly observed the pump delivering a pca dose when no one had made a request or touched the pump or pendant cord. The device was noted to be programmed correctly, and the display indicated 5 demands had been registered over the last hours. The delivery was within the set lockout parameters. It was not known how many actual requests had been made. The patients's pco2 went to 69 and she was "very sleepy." The pump was discontinued, the pt was monitored closely and the narcotic effects were allowed to wear off. No medical intervention was required. No adverse sequelae were observed.

Manufacturer narrative:
The reported problem could not be duplicated. The customer patient cable was not returned with the device for analysis. Loose patient cable pieces were found within the device. The device was tested with a known good working patient cable. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approx. 2.11/million sets.